Event description:
It was reported that the biopsy gun is not firing properly. The gun can be primed, but it is uncocking spontaneously. There was no pt injury reported.

Manufacturer narrative:
The serial number has been provided and the device history records are being reviewed. The investigation is currently underway.